Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that upon removing three to four tampons, the top portion of the tampon is gone. She reported that part of the tampon came back out, but she was unsure how many tampon pieces may be left inside. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.